Event description:
It was reported that the procedure was to treat an intra stent late restenosis in the left anterior descending artery. After stenting the lesion with a non-abbott balloon, as there was a residual stenosis, the decision was made to use the 3.5 x 12 mm nc trek balloon. The nc trek balloon was advanced without issue, but when inflated at 16 atmospheres, the balloon ruptured. Complete deflation of the balloon was not possible. The device was pulled into the aorta, but the deflated balloon could not be pulled into the 6f guiding catheter lumen. The 2 devices were pulled back together, but when they reached the introducer sheath, it was not possible to pull the balloon into the introducer. The guiding catheter was removed, but the balloon still could not be pulled inside the introducer lumen. The balloon wall broke and separated and was released in the radial artery at the introducer level (at the wrist). The patient had a surgical procedure to retrieve the balloon part in the radial artery. All was retrieved and there was no more consequence for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty could not be confirmed due to the condition of the returned device. The reported rupture and separation was confirmed. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.